Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening of left breast and constant pain," "sharp pains and increase of swelling in lymph-nodes." "Capsular contracture baker grade unknown" and "fluid filled cyst".

Event description:
Patient reported left side "hardening, constant pain, a fluid filled cyst, sharp pains, increase of swelling in lymph-nodes," and "capsular contracture, baker grade unknown." Device remains implanted.